Event description:
It was reported that a pen ndl 31g 5mm 100ct intl roche had loose needle guard. The following was reported, "needle guard is not correctly connected with few needles from this box. Customer meaned the needle guard is too big because the needle shield dropped off in package.customer has been injured accidentally. No health events."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31g 5mm 100ct intl roche had loose needle guard. The following was reported, "needle guard is not correctly connected with few needles from this box. Customer meant the needle guard is too big because the needle shield dropped off in package. Customer has been injured accidentally. No health events."